Event description:
During a turp surgical procedure, the loops that the md was using to perform the procedure broke when he removed the supply from the patient. Five sets were opened to complete the procedure. No harm to patient.